Event description:
Per the initial reporter, the switchpoint element in operating room #(B) (6) is not receiving any signals. It was alleged by the reporter that all video signals were lost, including backup/failsafe video. There was no patient involvement, and no adverse consequences occurred since the alleged malfunction was observed during pre-procedural testing.

Manufacturer narrative:
Per the initial reporter, the alleged malfunction was observed during pre-procedural testing of the equipment. There was no patient involvement. There is no established expiration date for this device. Further attempts will be made for this information. The device was evaluated in-house on 11/03/2009. Performance tests were conducted. In testing, quality engineering was unable to reproduce the alleged failure. As per the initial reporter, no patients were involved and no adverse consequences occurred. Further investigation is ongoing. This is not a single-use device.